Manufacturer narrative:
Device is currently not available for evaluation (not returned from the customer yet); supplemental report will be submitted after evaluation of all device components is completed.

Event description:
Patient fell while walking on even surface supported by physiotherapist with a rollator. She tried to grab the rollator while she felt that the knee made a uncontrolled swing. The rollator was not on the break, so she pushed it away. She felt the knee bending, but could stop it. While she was falling, she tried to turn. She learned a long time ago to rotate if she thought she was falling. She fell on her right glute and face. Her left femur is broken. She charged the battery every night. According to orthopaedic technician there was no unusual device behavior prior to the fall.

Manufacturer narrative:
The device was evaluated by the service department and the product refinement engineering department. Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the reported fall. The device operated within specification.